Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had some accidents and wanted to increase stimulation just a little. If the patient increased stimulation too much, it would hurt them. The accidents started a week ago. The patient didn't feel stimulation and the therapy was on. The patient was on program 4 at 2.4v and turned stimulation up to 3.2v where they could feel stimulation. The patient would try it to see if it helped with their symptoms. The patient's symptom control was 50 percent or better. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.